Manufacturer narrative:
The lot number or the reported malfunction was provided and a lot history review was performed. The device was not returned for evaluation, however medical records and images were provided for review. The investigation is confirmed for the reported migration and perforation issues. The definitive root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model ec500f vena cava filter allegedly experienced migration and perforation. The information was received from one source. The malfunction involved a patient with no patient injury. The male patient is (B)(6) years old and weighs (B)(6) pounds.